Event description:
It was reported that a spectrum pump constantly displayed an unspecified alarm during therapy (medication, programmed amount and delivery rate unknown). It was reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of event information. The device was found in specification in relation to the reported "unspecified alarm", which were not confirmed or reproduced during evaluation. The device operated as designed and passed all testing. No component could be identified for causality. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-07435 can be removed from the FDA database.

Event description:
The event occured in the general care area.